Event description:
Device interrogation at office visit revealed that the normal mode output current was set to 0ma instead of to prescribed parameter, resulting in a loss of therapy to the pt. The pt is reportedly scheduled for generator replacement surgery due to end of battery life. Neurologist's nurse reported that pt is scheduled for surgery because the device was programmed to rapid cycling parameters; however, the elective replacement indicator results are unk. Based on known device settings, it is believed that it should be 2.49 more years before the generator battery reaches end of life. The exact cause of the inadvertent change in programmed parameters is unk at this time; however, user error during previous programming session is suspected. Review of manufacturing records for both pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.